Manufacturer narrative:
Title: percutaneous tricuspid valve implantation two-center experience with midterm results citation: circ cardiovasc interv. 2015;8:e002155 authors: andreas eicken, md, phd, fesc; stephan schubert, md, phd; alfred hager, md, phd, fesc; jürgen hörer, md, phd; doff b. Mcelhinney, md; john hess, md, phd, fesc; peter ewert, md, phd; felix berger, md, phd month and year of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review of a study performed to evaluate experiences with percutaneous tricuspid valve implantation from two german medical centers between july 2008 and may 2014. The study population included 16 patients, three of which received a medtronic bioprosthesis (2 hancock conduit and 1 mosaic valve) prior to the study, and seven of which received a new medtronic melody bioprosthetic valve during the study. Each of the three medtronic bioprostheses implanted prior to the study (patients (B)(6)) were noted with a combination of stenosis and regurgitation, each requiring intervention. Among the seven medtronic melody bioprosthetic valves implanted during the study, two valves and one delivery catheter system (patients (B)(6)) were noted with clinical observations. No serial numbers were provided. Patient (B)(6): a 24-mm hancock conduit implanted prior to the study was noted with a combination of stenosis and moderate regurgitation, requiring intervention. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.